Event description:
It was reported that the patient went to the ER on (B)(6) 2015 due to shortness of breath and a choking sensation which began (B)(6) 2015 but progressively got worse, so the patient went to the ER. It reportedly became so severe that the patient felt she was going to pass out. Furthermore, it was reported that the patient was trying to use the magnet to disable the device by moving the magnet back and forth over the generator rapidly. No additional relevant information has been obtained to date.

Event description:
Additional information was received that the patient was feeling much better after being discharged from the emergency room. The patient's settings were as intended. The patient's dyspnea and dysphagia were only occurring with stimulation cycles and appeared to diminish with magnet inhibition. Settings were not adjusted but patient left the emergency room feeling better. There were no known interventions.